Event description:
Complaint alleged that the head section of this bed was drifting overnight, slow drift. No injury alleged.

Manufacturer narrative:
Tech stated that the head section of this bed was slowly drifting overnight. Provided part number for head down valve to order and replace. Repair not yet complete.